Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, increase in thresholds and intermittent loss of capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Rfr not fully inserted; now complete insertion into file. If information is provided in the future, a supplemental report will be issued.